Event description:
The MFR rec'd info alleging a ventilator is not charging its internal battery. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's internal battery was replaced to correct the problem. Although the ventilator was found to audibly and visually alarm appropriately for a loss of ac power, this type of malfunction would result in a loss of therapy if the ac power source was lost.